Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that after a "dext." Hemicolectomy procedure on the (B)(6), a CT scan showed a lot of "free air" the (B)(6) - and patient was re-operated on in an open procedure. The leak they found when the patient was re-operated was related to two holes in the anastomosis - one hole proximal in the staple line (in the side-to side anastomosis) and one hole distal in the staple line (in the side to side anastomosis). A tlc device was used for the re-operation. The condition of the patient immediately after the event was stable.